Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician could not cross the lesion with a 3.0x24mm liberte bare stent. The 80% target lesion was located in the moderate tortuous and calcified mid right coronary artery (rca). The physician tried several times, but the results were the same. The primary disease was acute myocardial infarction (ami). Eventually, the stent strut flare. The procedure was completed with a 2.75x24mm liberte bare metal stent successfully. No pt injuries or complications were noted during the procedure. Pt condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device cold not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specs at the time of its release to distribution. This investigation will be assigned the most probable root cause classification of operational context.